Manufacturer narrative:
The device was not returned for evaluation. As the device for this complaint is unknown and the lot number has not been provided, a review of the device history record could not be performed. The device IFU identifies the risk of occlusions and thrombus. The IFU advises all patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft. Due to the lack of information provided in this complaint, it is difficult to determine a definitive root cause to explain the difficulties experienced by the patient.

Event description:
Patient required a laparotomy with snorkeling of the right renal artery. This patient also required an additional procedure where they returned to the operating room to revise the thrombosed renal artery bypass. This patient has been on dialysis for a little over 2 months at the time the article was published, it was noted that after 2 months on dialysis she has started to produce urine. Cook endografts have longer main bodies and tend to migrate less. However, they have suprarenal struts that might make placement of bridging stents difficult. This was the case with the single patient in our cohort that required a laparotomy

Event description:
Patient required a laparotomy with snorkeling of the right renal artery. This patient also required an additional procedure where they returned to the operating room to revise the thrombosed renal artery bypass. This patient has been on dialysis for a little over 2 months at the time the article was published, it was noted that after 2 months on dialysis she has started to produce urine. Cook endografts have longer main bodies and tend to migrate less. However, they have suprarenal struts that might make placement of bridging stents difficult. This was the case with the single patient in our cohort that required a laparotomy.